Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could be identified. Based on the results of the investigation, it is likely that the following factors led to the malfunction: fog inside the charged coupled device (ccd) glass after exposure to high temperature and pressure; a fractured universal cord; a component failure in the universal cord, which was not a matching part; the front and rear light guide bundles being bent and damaged, indicating a component failure in the light guide bundle; and the image being inverted due to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the device exhibited fog inside the charged coupled device (ccd) glass after exposure to high temperature and high pressure. The universal cord was fractured, and there was a component failure in the universal cord, which was not a matching part. Additionally, the front and rear light guide bundles were bent and damaged, indicating a component failure in the light guide bundle. Furthermore, the image was inverted. There was no patient involvement.